Event description:
It was reported that the safety clamp failed. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced air in line due to safety clamp failure, replaced bezel assembly, front door, rear case, iui right, iui left, membrane frame, door cover. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/08/2008 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to safety clamp failure of the moog ail kit.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the safety clamp failed. No patient involvement was noted.